Event description:
The user facility reported a 71-year-old female noted as high risk percutaneous cardiac insertion and with peripheral artery disease presented for impella support. After axillary impella implant, the patient was taken to the ICU for the night. As the nurse was settling the patient it was noticed that blood was oozing from the impella cp red handle. It was reported that the graft site was bleeding and the surgeon added more sutures to the anastomosis after the impella was inserted. It was also stated that the surgical needle had possibly stuck the catheter when sewing the axillary graft. The pump was explanted and blood products were given to the patient.

Manufacturer narrative:
The investigation into the reported access site bleeding and product damage has been completed. The medical center returned the impella products for benchtop analysis. The evaluation revealed that user error was the most likely cause of the product damage. A hole in the catheter was observed at the 27cm marking on the catheter. The catheter was also found to be stretched between the 31cm and 38cm markings. The cause of the product damage was blood ingress due to a hole in the catheter resulting from improper use. The root cause for access site bleeding remains undetermined since insufficient clinical information was provided. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿